Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable pacemaker exhibited noise and oversensing on the right atrial (ra) lead, leading to inappropriate atrial tachy response (atr) episodes. This was noted to have occurred as a result of the minute ventilation feature in the device. Ra pacing impedance measurements changed from the 800 ohm range to the 1500 ohm range. There was no report of out of range impedance measurements; however, it was noted that there was an impedance spike. The device was reprogrammed at that time. The device was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.